Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received inside a plastic bag without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the luer was broken. Functional test: 32 samples were assembled and leak tested by manufacturing procedure and no leaks were found. The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.

Event description:
It was reported that, during a pre-use check, the customer found a crack in the connector which was used for the infusion route connection port. The device was not used. No patient injury was reported.